Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26 mg/dl. Cause was not known. Reportedly the customer fell into sump basin and scraped their leg. The paramedics were called and food was administered to the customer by their roommate. Reportedly the paramedics assisted customer by administering glucagon. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.